Event description:
It was reported that a "call your doctor" icon message was seen on the patient's programmer and they were unable to adjust their stimulation. A power-on-reset condition was present on the implantable neurostimulator (ins). It was reviewed with the patient on how to clear the por with the outcome of the event was reported as resolved. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial #(B)(4). Recharger model 37752, serial #(B)(4). (B)(4).